Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver alerts that did not work. Product was provided for investigation. The product was evaluated. An exterior visual inspection was performed and passed. A charge test was performed and passed. A alarm/alert manual test was performed and passed a review of the data was completed and no issues related to the allegation were found. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.